Event description:
No additional information was provided.

Manufacturer narrative:
Pr 10780143 - supplemental MDR/correction - needle clogged/blocked correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: eleven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number 2195356. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916, batch # 2195356. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Customer states that while using item number 305916; lot number 2195356, there is no liquid coming out of the needle. It's like they are clogged. There have been about 4 occurrences of this happening. Customer would like replacements. Additional information provided: 1. Can you please provide an exact date of event in mm-dd-yyyy format? With this particular box of syringes, the affected needles were randomly found while trying to use them... Over the last month or two. 2. When was this defect observed? During or before use? After the medical assistant placed the needle on the prefilled syringe, she attempted to remove the bubbles, before injection, but could not push anything through. We removed the needle and we were able to push the air out, so this ruled out that it was not the syringe but the needle was not usable. 3. What was the impact to the patient? We were not able to use the needle so no patient was affected. 4. Is there any sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? We do have the box the affected needles were in and some remaining needles we did not use... But we do not have the exact needles in question.